Event description:
The customer reported that a pumping segment ballooned on the 6 tower unit. Tpn was infusing. No IV pushes or flushes were given through the line. There was no patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2014. (B)(4). This report was filed by the manufacturer. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.